Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a chamber leakage problem. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: one unit was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect any damage that could cause condition reported. No damage / broken parts or contamination was observed in the unit returned. The unit was tested for leak by introducing water in the product. No leak was observed in the unit received. By the physical evaluation of the unit, the complaint was not confirmed. No root cause analysis was conducted since the complaint was not confirmed. No actions were taken since the complaint was not confirmed. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.